Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (128-fxxx) issue. It was reported that the pump emitted a replace battery alarm code 128. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission, 08/27/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/08/2015 with the following findings: a review of the pump black box data indicated short battery life along with battery alarms and voltage drops prior to the complaint date. There were no cs 128 replace battery alarms shown in the black box data. During a visual inspection of the pump, the battery compartment was observed to have multiple cracks and there was evidence of moisture inside the battery compartment and on the underside of the battery cap. The battery cap secured properly to the pump. A leak test showed a leak at the battery compartment cracks. Current draws measured within specifications. The pump case was removed and no evidence of moisture contamination was found inside the pump. The complaint of a cs 128 replace battery alarm issue was not duplicated during investigation.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.